Manufacturer narrative:
(B)(4).mfg site name - (B)(4).according to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.FDA registration # (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2017-02349 pertains to the first resolution 360 clip device and manufacturer report # 3005099803-2017-02352 pertains to the second resolution 360 clip device. It was reported to boston scientific corporation that two resolution 360 clip devices were used during a gastrointestinal procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was difficult to release from the catheter. Eventually, the clip was released from the catheter. The second resolution 360 clip device, failed to release from the catheter even after opening and closing the handle and rotating the scope. Reportedly, the patient coughed causing the clip to fall off from the tissue while still attached to the catheter. The clip was also noted to be bent. No patient complications have been reported due to this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.